Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: bubble issues were observed from port 5. As a result, customer would move production from port 5 to port 3. H4: the lot was manufactured between august 9-10, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion sample and no bubbles were identified during the priming and calibration steps; however, a bubble was identified during direct entry compounding cycle. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had a bubble error in port 5. This was observed during setup. There was no patient involvement. No additional information is available.